Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient experienced an arrhythmia event soon after the implantation of a 19mm pericardial valve. As reported, this was an isolated aortic valve surgery, the device was implanted in ministernotomy. Perioperative images showed no pvl and low gradients, and no conduction problems. However, the patient developed a conduction problem at ICU, needed to be paced and received a definitive pacemaker. This patient had history of chronic atrial fibrillation treated with ablation. Per medical opinion, this event was related to the valve implantation. The patient's heart recovered.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.